Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient¿s cgm was reading 163 mg/dl and the bg meter was reading 49 mg/dl. The patient was unable to talk or walk and was ¿seeing things¿. Despite these symptoms, the patient was able to self-treat herself by ¿eating and sleeping enough¿. It was confirmed that there was no medical intervention for this event. Ems was not called, and the patient did not seek assistance from a higher level of care. The patient was in good condition at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.